Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated and the power plug connection was tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported the system locked up. There are no reports of pt injury or death associated with this event.